Event description:
Hemorrhaging; rushed to emergency surgery for removal. "My body had grown around it". Rptr says they gave no anesthetic believing it was going to be a simple removal. Rptr experienced a lot of discomfort during the removal. Rptr saw a tv show about device and learned that there might be compensation for those injured by use of device.